Event description:
A voluntary medwatch form was received which reported that during suction procedures, the trach care discovered from the endotracheal tube. No pt injury or adverse events were reported. Ballard medical products has not first hand knowledge of the allegations, but is relaying info received from outside sources persuant to federal regulations.